Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 570 mg/dl. Insulin pump was not working, there was crack and the coil in the battery cap was missing. The customer was treated with manual injection. The insulin pump will be returned for analysis.